Event description:
Related manufacturing ref: 3008452825-2022-00669. During a premature ventricular contraction procedure, electric potentials 3-4 did not display which caused a delay. A second catheter was obtained, but contact force was not accurate; it displayed 16-7 grams when removed from the sheath and taken out of the body. The contact force was zeroed again and the rf delivery started. The contact force was displayed as 16-7 grams again when it was removed from the patient. A third catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported contact force issue could not be confirmed. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed and able to be reset to baseline values with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported display issue and subsequent delay remain unknown.